Manufacturer narrative:
Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: date of procedure unknown, about 2 months ago. An echelon endoscopic stapler was used during the procedure and a blue reload possibly ecr60b. Rep to get more details from the surgeon, product codes and date of event/procedure. Additional information requested but unavailable: is the product code used known? What color cartridges were used? Was buttressing material used? How was the leak identified? Was the site of the leak identified? How was the leak addressed? If a reoperation occurred, was the staple formation noted?

Event description:
It was reported after a sleeve gastrectomy procedure, an adverse event occurred one week post-op when the patient had a leak in the stomach where it had been stapled. It is unknown what was used to complete the procedure. The patient has recovered fine.